Event description:
Info received indicates the bed has no functions working on battery and the battery status light is lit (charged).

Manufacturer narrative:
The technician replaced the battery to repair the bed.